Event description:
No additional or corrected information to report.

Manufacturer narrative:
(B)(4). No part has returned to teleflex chelmsford for investigation. The reported complaint of iabp purge failure is not able to be confirmed. Review of the photo submitted with the complaint shows the iabp in operator mode with no waveforms on the ECG or ap signals. The trigger mode was not visible on the screen. If the sample or additional information is received at a later date, an additional investigation will be performed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
Doctor reports that the iunihg abutment screw loosened in tooth position # 16. The screw was replaced.